Manufacturer narrative:
(B)(4).

Event description:
Pt's father reporting signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 3/25/2018 that on (B)(6) 2017 a loss of connection had occurred. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.